Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the reported failure was reproduced. The o2 gas module and the inspiratory pressure sensor printed circuit board (pcb) was replaced and returned for investigation. The reported failed internal leakage test during pre-use check was reproduced in a reference ventilator. The leakage was caused by the connection between the pressure sensor and the nipple connecting to a tube on the inspiratory pressure sensor pcb. The oxygen module was tested and found to be within specification, i.e. No fault. According to log files and tests in a reference ventilator the leakage is minor and will not affect the ventilation. The received device logs confirm the reported event. (B)(4). Ref. Exemption #: e2018003. (B)(4). (B)(6).

Event description:
(B)(4).